Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the o-ring was detached from the cartridge and was loose in the packaging. A new cartridge was used to address the issue. Blood glucose level was 143 mg/dl.